Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed to disconnect tubing from the site, tighten the t: lock, and deliver a 5-unit bolus. It was noted that the occlusion alarm did not recur. Ultimately, the pump was replaced, and the customer continued to use the pump for insulin therapy.